Event description:
Information received indicates there is no audible alarm when the bed exit is activated.

Manufacturer narrative:
The technician cleaned the switches on the bed exit pc board to repair the bed.